Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level as the insulin pump was under delivering. The customer¿s blood glucose level was 250 mg/dl at the time of incident and current blood glucose level was 264 mg/dl. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. The customer had symptoms related to high blood glucose level was nausea. The customer was treated with manual injection for high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.